Event description:
Pt underwent an ercp for diagnostics of cholelithiasis, choledocholithiasis, and obstructive jaundice. Initially the wire went into the pancreatic duct, then the surgeon was able to get the wire across the common bile duct and multiple cholangiograms were obtained. The cholangiogram showed the common bile duct was dilated for more than a centimeter and a stone was occupying the lumen of the common bile duct. A sphincterotome was being used, but was replaced with a biliary basket because of the size of the stone. The stone and basket were close to the sphincter, when extracting the basket heard a loud pop and the sheath and introducer separated from the wire with the basket. An attempt was made to retrieve the basket with hot biopsy forceps. Once the wire broke, the plastic sheath came out and only a wire was left.